Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with [unspecified] juvéderm® voluma¿ and 2ml of juvéderm® volux¿ in the ck1, ck2, ck3, nl1, jw1, c2. Patient has been experiencing "intermittent hypoesthesia of the right infraorbital nerve territory". Patient was treated with deflazacort 30 mg for 7 days and then 15 mg for another 7 days. The symptoms resolved 2 weeks post onset. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® voluma¿.